Event description:
It was reported that during a lap cholecystectomy procedure, the device would not clip. The jaws were locked together closed. A new device was used to complete the procedure. There was no adverse impact to the patient.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.